Event description:
It was reported that during infusion using a spectrum infusion pump, while intending to wean epinephrine from 0.02 mcg/kg/min to 0.01 mcg/kg/min, the nurse inadvertently increased it to 0.1 mcg/kg/min resulting in the patient experiencing tachycardia and uncontrolled blood glucose levels. The pump did not issue an alarm to notify the user of the 900% dose increase. Medical intervention and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received that the nurse used the anesthesia library to infuse the medication which has a higher alert point when doses are increased. There is no issue with the pump. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Accidental increase in the dose of the drug represents a medication error. The operator¿s manual for the spectrum infusion pump provides information to the user about the single step titration or single step rate change (or dose change) system. The pump will alert the clinician programming the change if the increase is greater than 101% (or the decrease is greater than 51%) of the previously programmed dose. If the change is occurring in an anesthesia/operating room care area, the user will receive the alert at a 500% increase. If the clinician increased the rate from 0.02 mcg/kg/min to 0.1 mcg/kg/min (400% increase), the dose change will fall below the alert threshold. Per the spectrum operator's manual: "the rate advisory is set for an increase (+) of 500% and a decrease of (-) 99% if the selected care area name contains ¿anesthesia¿ or ¿or¿ and cannot be changed." There was no indication of a device malfunction because the pump is expected to alert the user when the increase in the rate or dose of the drug exceeds 500%. To conclude, medication error (the user "accidentally" increased the rate of epinephrine from 0.02 mcg/kg/min to 0.1 mcg/kg/min) during use of the spectrum pump possibly caused or contributed to tachycardia and uncontrolled blood glucose levels for the patient. Should additional relevant information become available, a supplemental report will be submitted.